Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. The observed blood within the soft cannula did not obstruct flow during fluid path testing. No timeouts or drive stalls were observed. The pod functioned as intended and the cannula was found not to be obstructed. Blood was observed on the adhesive pad and in the exposed portion of the soft cannula. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined.

Manufacturer narrative:
The device has been returned and received. A supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 271 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (leg), the cannula was found to have blood inside it, indicative of a blockage. Bleeding was also present at the infusion site.